Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user switched from a dexcom g6 to g7 and experienced persistent ¿alert 60 ¿ ble board communications error,¿ with repeated pump restarts not resolving the issue and the dexcom app indicating pairing with the sensor while blood glucose was 130 mg/dl; the problem aligned with failure to read input signal and was associated with the circuit board component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communications failure and a failure to read input signal traced to the circuit board. Physical investigation confirmed the complaint in duplication testing for alert 60 and unable to pair to the app. A verification into the about ilet menu, revealed there was no bluetooth address present. The hoverboard was removed and reflowed solder to the u4 chip. Once installed the bluetooth address was back and able to connect and pair to a dexcom emulator. It appears a faulty u4 chip caused alert 60 to be triggered. The refurbish department will replace the hoverboard.